Event description:
It was reported that customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. Insulin pump will be repaired and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the constant motor error alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.